Manufacturer narrative:
A steris service technician arrived on site to inspect the loading car assembly and found that the loading car was not properly aligned with the sterilizer's docking station. To resolve the issue, the technician adjusted the loading car, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that an employee sustained a muscle strain in their shoulder while unloading their loading car. Medical treatment was sought and administered (first aid).